Manufacturer narrative:
The device has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. It was noted that the patient was septic. The device was explanted. No additional adverse patient effects were reported.